Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use on a patient (age & gender unknown), the device experienced issues with persistent patient alarm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to the zoll failure analysis lab for evaluation. The device was put through the tidal volume test and all values were found to be withing specifications. The device was stress tested for approximately 7 hours, during which, no alarms occurred and the device operated as expected. The reported malfunction was unable to be duplicated during testing; therefore, root cause is unable to be determined.